Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead had exhibited loss of capture and undersensing at a pacemaker follow up. The patient presented to the operating room the lead was successfully explanted on (B)(6) 2018. The patient did not experience any adverse consequence.

Manufacturer narrative:
Correction: adverse event- should have been checked as there was a surgical procedure.